Event description:
Aortic valve replacement 3/9/92. 24th post-op day:temp spikes, blood cultures postive. Tee done; revealed tendril-like vegetation I area of valve cusps of prosthetic valve. 4/10/92-patient returned to surgery. Prosthetic valve showed widespread destruction below the sewing ring and in aortic root areas, causing almost complete disattachment of the aortic root from the lv outflow tract. Patient expired 4/11/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.